Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. It was unknown whether the patient was diagnosed with the hernia before or after the start of apd therapy. Six days prior to the receipt of this report, the patient had outpatient hernia surgery. The cause and location of the hernia were not reported. It was not reported if the patient was hospitalized for the hernia or if the hernia worsened with therapy. Action taken with apd therarpy was not reported. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that would cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.